Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - plates: foot/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, will be removing unknown hardware from a left foot. No complaints or adverse events were communicated. Patient consequences was unknown. Concomitant device reported: unk screws: locking (part# unknown; lot# unknown; quantity: unknown). This complaint involves one device unk - plates: foot. This is report 1 of 1 for complaint (B)(4).